Manufacturer narrative:
Per invacare (B)(4): the most likely underlying cause documented in the return fields in oracle returns' (B)(4) is defined as: motor is defective and item was scrapped.

Event description:
Per provider, the left motor brake is getting very hot to the touch and the brake is dragging.